Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-00654: the patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient underwent an scs trial procedure. After the procedure, the patient had weakness in the legs and was unable to walk without his walker. The implanting physician admitted him to the hospital. Further information is unknown at this time.